Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 52 mg/dl. Customer declined to troubleshoot for the low blood glucose value. Customer also stated that loss of communication between insulin pump and transmitter approximately 15 minutes since ok was selected on cannot find sensor signal alert. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.